Event description:
Same case as 6000089-2006-00564. 4 days after a coronary artery drug eluting stenting procedure the patient expired. Lesion 1 was a 2.7mm, 24mm long, 85% stenosed portion of the mid left anterior descending (mid lad). The physician treated the lesion with predilation and successful placement of a taxus liberte' 2.75x28mm drug eluting stent in the target lesion. Lesion 2 was a 3.4mm, 10mm long, 75% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus liberte' 3.50x12mm drug eluting stent in the target lesion. There were no reported complications. 4 days after the initial procedure the patient expired. In the opinion of the physician the cause of the death was sudden cardiac derdiac death from a myocardial infarction (mi). This product is only ous approved but it is similar to a marketed us device.